Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. In the incoming inspection of the device for the repair of oit the following was confirmed; when the engineer connected the device to the video processor, the endoscopic image was not displayed. The camera cable of the device was damaged and defective. Omsc reviewed the manufacturing history(DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the camera cable due to customer's handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a procedure the endoscopic image disappeared and the visual field was suddenly lost. The user replaced the device to another olympus camera head and completed the procedure. There was no report of patient injury associated with this event.